Manufacturer narrative:
Expiratory valve was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description: 'during the general check, it is found that breath rate is higher than the set value."

Event description:
Hamilton medical ag received the following incident description: 'during the general check, it is found that breath rate is higher than the set value."

Manufacturer narrative:
Expiratory valve was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.